Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she needed assistance with predicted low alert. Customer stated she is not getting the regular low alert on the insulin pump. Customer stated the sensor reading was 66 mg/dl and the insulin pump did not alarm. The customer was educated regarding low predictive alarm. Customer reported back stated she woke up with blood glucose of 42 mg/dl and sensor reading was 40's mg/dl but the insulin pump did not alarm. Customer ate to treat low blood glucose. Customer stated she gave too much insulin that's why her blood glucose was low. It was found that glucose alert setting was off. Assisted the customer to turned on and check limit settings. No further information provided